Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer treated with the pump. The mother stated that the pump has been acting up. The customer was concerned about the missing screen. The customer was walked through the disabled feature. The customer clarified that there was no visible damage to infusion set upon removal. The customer was advised to monitor the blood glucose closely. The customer declined any additional troubleshooting.